Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp75 test kit (ref 415670). No lot numbers or lab reports were provided by the customer. The customer performed pbp2a testing as an alternative method and obtained negative results. Repeat analysis with the vitek® 2 ast-gp75 test kit obtained negative cefoxitin screen results. There is no indication or report from the laboratory that the initial false positive cefoxitin screen result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp75 test kit (ref 415670). No lot numbers or lab reports were provided by the customer. The customer was unwilling to submit the strain for investigation. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. The lot number for the implicated card type has not been provided by the customer, so complaint searches and qc performance review of the specific lot cannot be completed. The cause for the customer's false positive cefoxitin screen result cannot be established due to the strain not being submitted for investigation and insufficient information provided by the customer.